Event description:
It was reported that pump displayed malfunction alarm malf 16 with fault ID 0x20e6 and issue was not preceded by any notable events. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that the pump needed replacement, received replacement pump as backup therapy, and technical support confirmed shipping address and arranged delivery, while instructions about returning problematic pump and transport storage were either not provided or not documented.